Event description:
It was reported that there was an left total knee revised due to loosening. As per rep confirmation, the femur component was loose.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femur. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.